Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley. Visual inspection of the sample noted no obvious visible observation. No missing parts. Inflated the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With syringe attached the balloon deflated within 1 min (33 sec). Dissected balloon to find inflation notch perforated. This does meet the specification stating that " verify that the eye punches are complete and notch according to the applicable drawing". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd." H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterilized water could not be drained from the foley catheter.

Manufacturer narrative:
"The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized water could not be drained out from the foley catheter during the pretest.